Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door latch continued to fail. The field service engineer replaced the latch with a new soldered connection latch and harness to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had door failure. The customer reported that malfunction occurred when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.